Event description:
It was reported that the user was unable to pair the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor, despite receiving glucose readings in the dexcom app and having entered the pairing code earlier; the ilet displayed a ¿replace sensor now¿ alert and the dexcom menu showed no active pairing. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included guided troubleshooting and user education, which involved reviewing device menus and advising the user to re-enter the g7 pairing code. Investigation of this case revealed that the ilet was not paired to an active g7 session while the dexcom app was paired and providing readings, consistent with a pairing configuration or session-state issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that user-device setup and pairing workflow caused the event.

Manufacturer narrative:
Initial.